Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 12¿0x2071, without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, and the highest reported value was 235 mg/dl. Customer contacted support, received instructions for resetting pump, successfully reset pump without recurrence of the malfunction, and was advised to continue using pump and call back if any future malfunction occurred, which customer acknowledged and understood.